Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench and in the automated system. No device anomaly was found and the device met all test specifications. Review of the egms found no anomalies.

Event description:
It was reported that the patient expired. No known cause or device issues were reported. There is no allegation from a healthcare professional that the death was device related.

Event description:
It was later reported that the cause of death was acute myocardial infarction.